Event description:
It was reported that during use of the device for a non-clinical activity, the flow probe was reading 10% off from the actual flow. There was no patient involvement.

Manufacturer narrative:
Per the user facility's perfusionist, the non-clinical activity was during an evaluation.